Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found bending section cover glue at distal end found missing. The bending section cover was identified as non-olympus component. Based on the results of the investigation, it is likely the following led to the malfunction: incompatible component/ accessory. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer reported that at the very end of it the white cap was broken and bioburden was getting up inside the olympus bronchovideoscope. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.